Event description:
It was reported that an asymptomatic patient presented via remote transmission with a device with an alert for device reset with backup hv therapy available. Reprogramming and redownloading of the code was decided until the device reaches eri. The patient will continue to be monitored.